Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, heavily tortuous, and eccentric lesion located in the first diagonal branch of the left anterior descending (lad) artery that was 90% stenosed. A xience alpine stent was implanted in the lad. Using the kissing balloon technique, a 2.0 x 15 mm mini trek balloon catheter crossed the lad and then during the first inflation at 12 atmospheres, the balloon ruptured. The procedure was successfully completed after performing intravascular ultrasound (ivus). There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the 2.0 x 15 mm mini trek balloon catheter was advanced to the first diagonal branch of the lad and inflated.